Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report and info documented by a carefusion tech support specialists in response to phone conversations with user facility representatives. (B)(4). Carefusion has made arrangements with the user facility to have a carefusion field service rep come onsite and evaluate the device. Once the eval of the device and any parts replaced is completed, carefusion will submit a follow-up medwatch report. At present, carefusion considers this to be an isolated incident.

Event description:
The following descriptions of the event were documented by carefusion tech support specialists in response to phone conversations with user facility representative(s). [Name removed] called to report an unusual occurrence that happens with their 3100b ventilator. She explains that this vent s/n (B)(4) was set up on a pt (B)(6) yesterday. After about 30 hours (today), the ventilator just powered down. All lights turned off and the "oscillator stopped" light and audible alarm was on. They quickly replaced the ventilator with another 3100b so there was no pt compromise. They took the vent off to the side to troubleshoot. With me on the phone, they showed me how they can repower the vent (have to turn the on/off switch - circuit breaker), repressurize the ventilator, and restart the driver. The driver will run for about 15 seconds and then all of a sudden, the circuit breaker trips. It is as if someone manually turns off the ventilator. She wondered if her settings (map 33, amplitude 82, power 9k, 33% it, 4hz, 100% fio2) had anything to do with it. I explained to her that the driver will stop under certain conditions or settings, but not the entire ventilator. This incident seems to be "power" (voltage/current) related. She understood. I suggested a service call. She explains that [name removed] (equipment tech) usually requests service calls, but he will be in a meeting for a couple of hours."